Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also receives performance data collected from the device and have analyzed the data. Battery voltage revealed battery depletion /eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement time) in the save to disk on (B)(6) 2012 device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows battery equal to 2.64 to 2.62 volts between (B)(6) 2012.

Event description:
It was reported that the elective replacement indicator was triggered and that there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.